Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead was put in place and exhibited high impedance. The lead was removed and replaced. The patient was in recovering condition.